Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h was being utilized, error code 222 appeared on the screen "swm and safety igbt-swm1 simmer fail". Unable to continue with the system, an alternate laser device was used to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.

Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 23-jul-2019 and installed at the customer's site on (B)(6) 2019. A review of subject device product risk file (B)(4) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. A lumenis service engineer visited the site and confirmed error 222. The engineer replaced the switching module and after testing the system it was returned to the facility having met manufacturer's specifications. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use an alternate laser device as intervention to prevent serious injury. In an abundance of caution, lumenis is reporting this malfunction. Lumenis technical professional indicated that the most probable cause of the swm (switching module) malfunction is due to electrical breakdown between the lamp wire and the optical bench. As part of lumenis' commitment to continuous improvement, an improved isolation of the flash lamp wires is being released through eco-0013696. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4).